Event description:
Device 1 of 2. Reference MFR report number: 1627487-2014-01229. It was reported the pt experienced painful stimulation. X-rays confirmed the right paddle lead migrated from t8 to t12. Reprogramming was performed utilizing the left paddle; coverage was captured with one lead. The pt was to follow up in one week for reassessment. Follow up identified the pt still has discomfort. Surgical intervention will be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.